Event description:
Ptc being performed. Attempted to position drain. Tip of drain came out of package w/ kink in the tip. This drain was removed, a new one pulled and used. New drain inserted and draining properly. No harm to patient.